Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt presented with epigastric left chest pain. I-stat time: 23:32, result: na (sample collection); 23:57, 0.43; 00:08, 0.00 (repeat of same sample); 00:19, 0.01 (repeat of same sample); unk, 0.01 lab. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).